Event description:
The pt called customer service for assistance. The pt disconnected when pt got alarm, "check pt line" and did not connect new bags before beginning treatment again and obtained system error alarms 2367 and 2240 when reconnecting. The technical service rep advised the pt to call their nurse. The pt's family member was contacted in 1/2005 to follow up on pt's condition. The pt's family member stated there was no injury to the home pt and that no medical intervention was performed as a result of peritoneal dialysis and the homechoice cycler. The pt's family member also stated the pt had "went into a coma" in 1/2005. Family member stated that pt's coma was not attributed to receiving apd on the homechoice machine but was due to other medical problems.